Event description:
It was reported that during a shoulder arthroscopy, after using the ambient wand for 5 min, it could not deliver the coagulation mode (blue button) and could not work even when the button was pressed, showing a e6 error. The procedure was successfully completed without delay using a back-up device. No patient injury or other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
The device, used in treatment, was returned for evaluation. There was no relationship found between the returned device and the reported incident. A review of manufacturing records for the reported lot number found no non-conformances or anomalies during manufacturing process related to the reported event. A complaint history review found no related failures; this failure mode will be trended to assess for any necessary corrective actions. Visual inspection under magnification of the wand shows minimal electrode and screen erosion with contamination/discoloration and scratch/scuff marks on the spacer and cap. There were no manufacturing abnormalities found on the device. The device was returned with a missing suction line which was cut underneath the stain relief of the handle. Prior to the functional testing the resistance of the r2 was measured to be 1289ohms. During functional evaluation the device was connected to a compatible quantum2 controller and did not work. An error e-7 occurred. After bypassing the error e-7 the device excites plasma when testing in a box with saline. The complaint was not verified as the device exhibited an e-7 error. The root cause could not be determined with certainty. Factors, which may have contributed to the reported complaint include: (1) previous use (2) disconnecting the wand from the controller after power has been turned on. (3) an issue with one of the concomitant devices in use at the time of this complaint event. No containment or corrective actions are recommended at this time. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.